Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported alarm did not occur during manual prime. Customer does not have the product in question to return. Customer was advised to call back when she has no delivery alarm and go with the doctor for assistance with settings.